Event description:
(B)(4) study. It was reported that after a percutaneous coronary intervention (pci), a myocardial infarction and death occurred. The index procedure was performed in (B)(6) 2006. The left main (segment #5) was a type c bifurcation lesion which was not totally occluded. Both branches were wired and using the "provisional t-stenting" approach, a 3.5 x 16 mm taxus liberte stent was deployed in the left main. Following post-dilatation using the kissing balloon technique there was less than 30% residual stenosis. The subject was discharged the same day. Discharge medication included aspirin. In (B)(6) 2010, (B)(6) days post-index procedure, a cardiac-heart failure and death occurred. The cause of death was noted to be cardiac-acute myocardial infarction. An autopsy was not performed.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).